Event description:
It was reported that the atrial milliamps on the external pulse generator could not be set accurately. The generator was returned for service. The return paperwork indicated that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the atrial output was not adjusting correctly. The encoder flex was out of specification, the flex was crimped. Analysis also found that the lower case, both bail covers and the ring cover were broken, the battery release was contaminated, one printed circuit board (pcb) board was creased, the battery contacts were compressed, the ring was bent and the battery drawer was damaged.